Event description:
At approx 10:30 am on 05/20/1999, the staff on unit 7w heard a loud noise. The patient was found face down on the floor. The ambu-chair was lying on top of his legs. The left front wheel had come off the chair and was lying on the floor approx 6 to 8 feet behind the chair. The front bar/gate was open to the right and a strap connected to the bar was between the patient's legs. A 7.5 inch upright extension of the chair used to pivot the front bar/gate open or closed was lying left of the patient having broken off from the chair. The patient was not conscious and was bleeding from the nose. Oxygen via mask was started and the patient was transferred to a general hosp by the rescue squad. He was diagnosed with a small hematoma on the left side, a laceration of the left temporal area requiring three sutures and one above the left brow requiring nine sutures. He was placed in a soft cervical collar. He was unresponsive until approx 4:00 pm on 05/20/1999 when he became responsive to tactile stimuli. He was discharged back to this facility at 2:30 pm on 05/20/1999.